Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (restenosis). Evaluation conclusions: inherent risk of procedure ¿ (restenosis). (B)(4).

Manufacturer narrative:
Cec adjudicated that the previously reported restenosis was related to the study device but not related to the procedure or drug.

Event description:
During the index procedure the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion (r-1) located in the proximal, mid and distal right sfa. Approx. 12 months post index procedure, restenosis occurred in the target lesion (r-1). The target lesion (r-1) was treated 8 months later with one in.pact admiral paclitaxel-eluting pta balloon catheter, and non-mdt ballooning. The event was resolved. The investigator assessed that the event was not related to the study device, drug or procedure.